Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Expiry date: 05/2022.

Event description:
It was reported that approximately two months post port placement procedure, the port allegedly had difficulty on drawing blood return. It was further reported that lateral port demonstrated fracture on diaphragm. Reportedly an additional intervention was performed to remove the port and replaced with another port. Patient current status was unknown.

Manufacturer narrative:
H10: manufacturing review: a complaint history review was performed. This is the fourteenth complaint reported for this lot number and the lot met all release criteria. A device history record review is required. Investigation summary: the device was not returned for evaluation. Therefore, the investigation is inconclusive for the reported diaphragm fracture and no blood return. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 05/2022),g3,h6(method). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately two months post port placement procedure, the port allegedly had difficulty on drawing blood return. It was further reported that lateral port demonstrated fracture on diaphragm. Reportedly an additional intervention was performed to remove the port and replaced with another port. Patient current status was unknown.